Event description:
Shortly before midnight on (B)(6) 2015, I inadvertently received 15 units of insulin from my medtronic minimed insulin pump. Two hours later, I was found unresponsive and with decerebrate posturing. After receiving orange juice and IV d50 my glucose was recorded in the 40's. The ems team was comfortable leaving me in the company of my physician son rather than go to the hosp. Part of this incident was due to my error in trying to adjust my pump in the dark, but a larger part was due to a serious design flaw with the pump which enables the delivery of a potentially fatal dose of insulin using a minimum this pump have the problem corrected, but many older pumps remain in the public. I want to bring this issue to your attention, and ask if further action is prevent any additional incidents can be taken. Thank you for your attention.